Event description:
It was reported that during the procedure in the left anterior descending artery, resistance was felt when advancing an unspecified dilatation catheter over the balance middleweight elite guide wire. The texture of guide wire was not smooth. The dilatation catheter was removed from the guide wire with resistance. The guide wire was exchanged for another unspecified guide wire and the procedure was performed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to the guide wire resistance with the unspecified balloon dilatation catheter was confirmed. There was a bend in the core 7mm proximal to the tip ball. There were loosely wound coils in the proximal coil 5.5cm distal to the proximal solder. The distal edge of the identifier was torn and jagged. There was no damage to the guide wire reported during the inspection prior to use which suggests the loosely wound coils in the proximal tip were not present initially. It is possible that the tip coils became damaged due to handling during insertion or due to an interaction with the lesion/anatomy or accessory devices during advancement in the anatomy, however this could not be confirmed. Additional interaction of the dilatation catheter likely contributed to the noted tearing of the identifier. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to loose guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.